Event description:
The hospital maintenance person reported that the trendelenburg feature did not function on this bed. After troubleshooting with a hill-rom service technician, it was determined that the logic control board was defective. He replaced the logic control circuit board and the bed functioned as designed. He stated there were no adverse events associated with this product malfunction.